Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose in the last 2 days. Blood glucose level on the day prior to the call was 48 mg/dl and 50 mg/dl at the time of the call. Customer stated the insulin pump kept delivering insulin. Auto mode feature was not active at the time of incident and customer was unsure if it was turned off accidentally. Customer did not indicate how the low reading was treated. The insulin pump will not be returned for analysis.